Manufacturer narrative:
Device evaluation: the device was subjected to external visual inspection and simulated use testing for bolus delivery and charging, and the ptc error log history was reviewed. Multiple error codes were observed around the time the complaint was reported. Based on the results of the investigation, no definitive cause can be determined for the reported bolus delivery issue with the information provided. The reported battery charging issue could not be confirmed as the unit was able to charge and held charge for several weeks. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) displayed battery charging and bolus delivery issues. There were no patient effects reported, and the device was returned for evaluation.